Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap appendectomy, the surgeon put the specimen into the pouch and tried removing the device through the insertion site, but the pouch broke. The device was discarded by the customer. The event occurred in use for patient. The procedure was completed with another device.